Event description:
Consumer stated she has found tampon pieces after using tampons.

Manufacturer narrative:
Device history record could not be reviewed since lot code information was not provided. Consumer did not return product samples for evaluation.